Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she experienced severe low blood glucose from 40 to 60 mg/dl. Customer treated with glucose tablets, she kept reducing the basal rate settings but she was still having lows. The customer stated she went to restore the settings and could not access the user settings. She did a self test and the insulin pump would not do the vibrate function. Current reading was 100 mg/dl, she had treated with food. The drive support cap is normal. Last set change was on 9/16/2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. The insulin pump passed the displacement test but failed the selftest. The insulin pump was replaced and returned for analysis.